Event description:
Caller indicated the relion prime meter was reading high. Customer said that on (B)(6) 2013 he purchased the meter and ever since he has been getting high readings like 273, 379 and one time he got a reading of 125. He has been dosing himself based on the readings. On (B)(6) 2013 around 8:30pm he took a reading and got 343, he took his insulin and started to feel dizzy, shaky, sweaty, and cramping. He lives close to a hospital so he walked to an ambulance. He told one of the paramedics how he was feeling so they took a reading there and got 175, which was within minutes of the 343 prime reading. There was no medication giving to the customer, he was just told to get a new meter. He did eat some candy to get his sugar back up. He is washing hands and letting them dry he also uses alcohol and lets that dry. He changes lancet every time and stores everything in his study room. Controls not used. Replacing product.

Manufacturer narrative:
Device history records were reviewed and no anomalies were detected. Actual product was not returned for testing. Retention samples of the same lot of test strips involved in the incident were tested and performed to specification. Customer did not return product.